Manufacturer narrative:
Based on the information provided, it cannot be determined that the wound deterioration was related to the use of activ.a.c.¿ therapy system. This report is being filed due to possible use error because the unit was off for four hours with no evidence of a battery critical alarm or system malfunction prior to the device being off. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling, available in print, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Keep therapy on (off for no more than two hours) if therapy is interrupted or turned off for more than two hours, call your nurse or doctor right away. The old dressing will need to be removed and the wound irrigated. Never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours.

Event description:
On jan 06 2018, the following information was reported to kci by the patient's family member: the patient's wound deteriorated two days ago due to the activ.a.c.¿ therapy unit turning off for four hours without alarming. On jan 30 2018, the following information was reported to kci by the patient's family member: on (B)(6) 2018, the family member noticed the unit was off. She reviewed the device¿s event log and determined the device had been off for four hours. An alternate dressing was applied to the patient¿s wound. Subsequently, the patient was seen by her physician and underwent a debridement. The family member did not recall the date of the debridement. The patient continued v.a.c.¿ therapy. On dec 27 2017, the device was tested per quality control (qc) procedures by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On jan 25 2018, the device was tested per qc procedures by kci quality engineering, and the unit passed the qc checks and met specifications. Review of the activ.a.c.¿ therapy unit¿s event log verified the patient did not receive active therapy for 4 hours because the unit was off. There is no evidence of a battery critical alarm or system malfunction prior to the device being off. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. It could not be determined how the unit was turned off.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the wound deterioration was related to the use of activ.a.c.¿ therapy system.

Event description:
On 18-dec-2018, kci quality engineering performed a device history review of lot number 3960876 and determined that all end release testing of product and packaging met specifications.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged wound deterioration was related to the use of activ.a.c.¿ therapy system.

Event description:
On 11-feb-2020, kci quality engineering completed an additional analysis of the device. A malfunctioning component was not identified during the evaluation of the device. The evidence is indicative of the device being powered off by use of the power button.